Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were no notifications or was not loud enough. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they felt that the insulin pump was not working and was leaking. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected audio/vibrate alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.